Event description:
It was reported that the load wheel casting broke. No injuries were reported.

Manufacturer narrative:
Given current info, it is likely that repetitive loads above specifications may have contributed to the event. The device is enroute for evaluation.